Event description:
The family member of the home patient (hp) reported that the hp was overfilled while using the homechoice pro cycler for apd therapy. The family member of the hp contacted baxter's operational support after turning the homechoice pro cycler off during drain 5 of 12 and reported that the hp was overfilled with fluid. Follow up with the hp's healthcare professional (hcp) reveals that the hp's family member contacted health professional that night and hcp instructed them to place the hp into a manual drain using a capd drain bag, which family member did. Hcp relates that the hp drained an estimated 3000-4000mls of fluid into the manual drain bag. According to the hcp, there was no patient injury or medical intervention as a result of this incident.